Event description:
It was reported that during a lobectomy procedure, the surgeon was attempting to fire across the bronchus with a white load, but the device would not fire. When it did fire, it did not form the staples but it cut competely. A new device with a greed load and over sewing was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the device was received in good visual condition and with a reload in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.